Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 23-year-old female patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp pump experienced an acute stoppage during patient support. It was noted that the motor current had spiked immediately prior to the stoppage. Attempts to restart the pump were unsuccessful and the decision was made to replace the device. There was no patient harm.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested. Product evaluation confirmed a large purge gap consistent with bearing wear. Data log analysis confirmed a motor current spike with no other abnormalities. The cause of the pump stop was bearing wear.